Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's l5 lead migrated and the left s1 lead was fractured. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. The cause for the event remains unknown.